Event description:
It was reported that noise was observed on the atrial and ventricular channels. No inappropriate hv therapies were delivered. The physician has opted to monitor the pt. The system remains implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.